Event description:
It was reported a pump rotor study ¿did not come out positive.¿ there was a non-critical unknown alarm. The event required explant and the pump was replaced. The catheter was also explanted due to inability to aspirate. A dye study was done. The pump portion was replaced. The product issue was not resolved and the cause was not determined. The pump was being used to deliver baclofen. The patient had a return of spasticity. The patient status at the time of the report was ¿alive- no injury.¿ it was later reported the cause of the alarm was a motor stall from the logs. The dye study was done (B)(6) and the rotor study was done the next day (B)(6). The rotor study showed no movement occurring during a 0.1 milliliter (ml) bolus over 1 minute or thereafter. It was not known if this was when the motor stall had occurred. The decision was made to replace the pump since the health care provider (hcp) was ¿already inside the pocket at that time.¿ the pump was replaced along with the pump portion of the catheter.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
The previously reported eval code-method was updated. The previously reported eval code-result was updated. The previously reported eval code-conclusion was removed, and was updated to related to the pump. The eval code- conclusion is related to the catheter was applicable.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)